Manufacturer narrative:
It was reported by the hospital contact that during the stent assisted coil embolization, the 2nd coil (637mf3509/lot unknown) stretched when put in the aneurysm. Withdrew the coil and used a new one (details unknown) to complete the procedure. There was no report on the patient injury. The patient is female and (B)(6) years old, has pcom. It was initially reported that the product will be returned for analysis. There was no clinically significant delay in the procedure due to the event. The same microcatheter (details unknown) was used to complete the procedure. There were no damages noted on the microcatheter. An adequate continuous flush was maintained through the microcatheter. It was not reported if there was resistance between the microcatheter and guidewire when accessing the target site. It was not reported if there was resistance during advancement of the coil through the microcatheter or during positioning in the aneurysm. It is unknown if the coil was used like a guidewire to reposition the microcatheter. It is unknown if a one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. It is unknown if coil entanglement with previously placed coils was suspected to contribute to the event. A non-sterile orbit mini complex fill 3.5x9 was received coiled inside dispenser in pouch of original packaging inside of a plastic bag. No damages were noted on the hub. The hypotube was inspected and it was found kinked at 20, 22, 26.5, 48.7 and 86.5 cm from the proximal end of hub. The introducer was received un-zipping and it was found without damage. The support coil, gripper and embolic coil were received inside of the introducer. The support coil, gripper and embolic coil were inspected trough the introducer under vision system. The support coil and gripper were found without damages while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure ¿coil-unraveled/stretched-during placement" was confirmed since the embolic coil was found stretched. The damages noted on the received device were apparently caused by applying excessive force on it. Neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the manufacturing process. Additionally; controls are in placed at the final assembly and packaging processes to detect these kind of issue. Handling and procedural factors could be contributed to this condition. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: new coil (details unknown), microcatheter (details unknown).

Event description:
It was reported by the hospital contact that during the stent assisted coil embolization, the 2nd coil (637mf3509/lot unknown) stretched when put in the aneurysm. Withdrew the coil and used a new one (details unknown) to complete the procedure. There was no report on the patient injury. The patient is female and (B)(6), has pcom. It was initially reported that the product will be returned for analysis. There was no clinically significant delay in the procedure due to the event. The same microcatheter (details unknown) was used to complete the procedure. There were no damages noted on the microcatheter. An adequate continuous flush was maintained through the microcatheter. It was not reported if there was resistance between the microcatheter and guidewire when accessing the target site. It was not reported if there was resistance during advancement of the coil through the microcatheter or during positioning in the aneurysm. It is unknown if the coil was used like a guidewire to reposition the microcatheter. It is unknown if a one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. It is unknown if coil entanglement with previously placed coils was suspected to contribute to the event.